Event description:
Ever since I have had essure placed in tubes, I have had problems. I have been to the doctor many times for bleeding for long periods of time which was over 30 days, also severe stomach cramping with sharp shooting pain which still goes on everyday. I did not experience any of this before I had them inserted. The pain is in my lower abdomen and it is very sore if I press down on my abdomen in that area. It gets worse with sexual intercourse. Please do something about this procedure. I really wish I can afford to have them removed so I can have my body back pain free.